Event description:
It was reported that a handpiece became hot and caused a small burn on the inside of a pt's cheek. No medical or surgical intervention was required to treat the burn. Please note that the date of event indicated is approx.

Manufacturer narrative:
A DHR review was conducted for the lot involved in this event and the lots manufactured immediately prior and subsequent to this lot; no abnormalities were noted. The returned device was also evaluated and it was found that debris between the cap and button caused the button to stick in a partially downed position, ultimately causing generation of friction and heat during use. Please reference the attached investigation summary.